Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, computed tomography revealed the cephalad tip was approximately 3.5 cm inferior to the lowest renal vein and there was evidence for anterior tilt of the filter abutting the anterior right lateral wall of the inferior vena cava. There was however evidence for filter strut perforation along the left lateral aspect of the inferior vena cava, a filter strut extended 3 mm beyond the confines of the inferior vena cava into the adjacent adipose tissues approximately 2 mm abutting the loop of small bowel. Along the posterior left lateral aspect, there were two filter struts which perforated the inferior vena cava extending approximately 6 and 10 mm into the anterior longitudinal ligament and into the adjacent adipose tissues. Along the right posterior lateral aspect there was filter strut perforation extending approximately 15 mm beyond the confines of the inferior vena cava into the right psoas muscle. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for the filter deployment was not provided. Approximately six years and four months post filter deployment, it was alleged that the filter tilted and struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.